Event description:
The patient reported that after leaving the physician's office having had blood pressure taken, the patient's arms were tingling. After walking two blocks the tingling went away. When the patient got home, the patient felt a strong pulse, then weak, then strong, then weak. The patient stated the heart was not beating correctly, and that the patient felt dizzy. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.